Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 52 mg/dl compared to readings of 190 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 4 (indicating the sensor had a remaining life of 12 hours before ending). Sensor state 4 is an indication that the sensor is in the primary operating state and has yet to reach its end of life at the time of return. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, however, smu test failed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned puck and no signs of damage were observed during the inspection. The sensor data in the initial scan was reviewed, and the puck was observed to be in sensor state 4 (paired). The sensor being in state 4 indicates that the sensor was still in the operating state at the time of the return. An smu (source meter unit) test was performed using test fixture to check the functionality of the returned puck and check the accuracy of the puck's readings. The returned puck had an electrical current measured to be within specification indicating no accuracy issues were present in the puck. Additionally, a poise voltage test was performed and results that were within specification indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed, and the temperature was observed to be within specification indicating that the puck's thermistor was fully functional. It was observed that the sensor passed all testing and there was no evidence of product malfunction. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.